Event description:
The customer states that axsym toxo igm reagent lot 25858m100 generates much higher index values when testing samples from pregnant patients. The n egative control is within range but is higher than expected. One pt example was provided. Using toxo igm reagent lot 25858m100, the pt's result was 0.6 index value (positive). Using toxo igm reagent lot 25665hn00, the same pt's result was 0.4 index value (negative). The customer states that the positive result is incorrect. No implact to patient management was reported.